Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown surgery, a cannulated stardrive screwdriver shaft was stripped along with the headless compression screw and five (5) non-threaded guide wires were bent prior to insertion. There was no surgical delay. It is unknown if the procedure was successfully completed. No patient consequence reported. Concomitant device reported: t15 cann strdrv scrwdrvr shaft slf-retain (part # 03.333.304, lot # unknown, quantity 1). This report is for one (1) 4.5mm headless compression screw/long thread/40mm. This is report 2 of 6 for complaint (B)(4).